Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient faced 2 infusion set was leaking at site on 10-may-2024. The infusion set was in use for 2 days. No further information available.

Manufacturer narrative:
Initial and final MDR 1884515 - MDR 3003442380-2024-07499 - device 2 of 2. Patient country: australia. Patient city: (B)(6).